Event description:
During a remote follow up, post sensed t- wave oversensing and decreased sensing were observed on the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.